Event description:
Information received indicates the bed exit system will arm but does not alarm. Technician found during a preventive maintenance check.

Manufacturer narrative:
The technician replaced the bed exit tape switches to repair the bed.